Event description:
The plaintiff alleged that while working as a nurse they wore latex gloves provided by the employers, they alleged that in 1998 they were administered a "rast" test and was thereafter notified that they were allergic to latex. They also alleged that they were at risk of suffering anaphylactic reactions when they come into contact with many different commonly used products which contain natural rubber latex. They further alleged that as a result of the continued and repeated exposure to latex gloves they have suffered a severe and irreversible allergy. Furthermore they alleged that they are unable to enter a medical or hospital environment where latex proteins permeate the air, entering such an environment puts nurse at serious risk for an anaphylactic reaction. They alleged that they must live their life in constant vigilance for the presence of latex products, avoiding everyday common products and avoiding everyday common places. They also alleged that they are now severely sensitized to latex, is severely restricted in their life as to where they can go, and what they can do with their life, with their career, and with their family. Nurse further alleged that they find it difficult to seek medical and dental care, and entering a hospital, for any purpose, is a health hazard to nurse. Furthermore they alleged that they have suffered and will continue to suffer in the future, severe emotional distress, and an inability to engage in their normal activities. Nurse alleged that they have suffered physical injuries, including but not limited to shortness of breath, asthma, swelling, itching, rashes, hives, vocal cord dysfunction, systemic reactions and other physical injuries, as well as great despair, and loss of enjoyment of life, all of which are of a permanent, continuing and life-threatening nature. Finally nurse alleged that they have suffered great loss and depreciation of their earnings and earning capacity and will continue to suffer same for an indefinite time future.